Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer initially received a high sensor scan result of 370 mg/dl and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified); the customer obtained another sensor scan result of 300 mg/dl and self-treated again with insulin (dose/type unspecified). The customer experienced sweating, dizziness, and a symptom described as "seizure on the lower part of their body primarily on their legs". The customer self-treated with water and unspecified "pain killer" orally and eventually lost consciousness. The customer was reported to regain consciousness with sweating, and a caregiver obtained a glucose reading of 40 mg/dl on a competitor brand meter compared to sensor scan result of 230 mg/dl. The caregiver provided glucose and apple juice orally for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer initially received a high sensor scan result of 370 mg/dl and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified); the customer obtained another sensor scan result of 300 mg/dl and self-treated again with insulin (dose/type unspecified). The customer experienced sweating, dizziness, and a symptom described as "seizure on the lower part of their body primarily on their legs". The customer self-treated with water and unspecified "pain killer" orally and eventually lost consciousness. The customer was reported to regain consciousness with sweating, and a caregiver obtained a glucose reading of 40 mg/dl on a competitor brand meter compared to sensor scan result of 230 mg/dl. The caregiver provided glucose and apple juice orally for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This serves as a correction report. Section h11 (additional MFR narrative) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. The watermark was observed at the base of the sensor tail indicating sensor tail inserted properly. Data was downloaded successfully. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Further investigation included de-casing the sensor. A visual inspection of the printed circuit board assembly (pcba) revealed poor soldering on the battery connection. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation was conducted. The device history records (dhrs) for the product was reviewed, and the DHR indicated the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Section d4 (sn) & (UDI) were updated based on the returned product.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer initially received a high sensor scan result of 370 mg/dl and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified); the customer obtained another sensor scan result of 300 mg/dl and self-treated again with insulin (dose/type unspecified). The customer experienced sweating, dizziness, and a symptom described as "seizure on the lower part of their body primarily on their legs". The customer self-treated with water and unspecified "pain killer" orally and eventually lost consciousness. The customer was reported to regain consciousness with sweating, and a caregiver obtained a glucose reading of 40 mg/dl on a competitor brand meter compared to sensor scan result of 230 mg/dl. The caregiver provided glucose and apple juice orally for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer initially received a high sensor scan result of 370 mg/dl and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified); the customer obtained another sensor scan result of 300 mg/dl and self-treated again with insulin (dose/type unspecified). The customer experienced sweating, dizziness, and a symptom described as "seizure on the lower part of their body primarily on their legs". The customer self-treated with water and unspecified "pain killer" orally and eventually lost consciousness. The customer was reported to regain consciousness with sweating, and a caregiver obtained a glucose reading of 40 mg/dl on a competitor brand meter compared to sensor scan result of 230 mg/dl. The caregiver provided glucose and apple juice orally for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer initially received a high sensor scan result of 370 mg/dl and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified); the customer obtained another sensor scan result of 300 mg/dl and self-treated again with insulin (dose/type unspecified). The customer experienced sweating, dizziness, and a symptom described as "seizure on the lower part of their body primarily on their legs". The customer self-treated with water and unspecified "pain killer" orally and eventually lost consciousness. The customer was reported to regain consciousness with sweating, and a caregiver obtained a glucose reading of 40 mg/dl on a competitor brand meter compared to sensor scan result of 230 mg/dl. The caregiver provided glucose and apple juice orally for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This serves as a correction report. Section h4 (device MFR date ) and section h11 (additional MFR narrative) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.